Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (cannot be completed) has been confirmed. Upon evaluation, the r45 resistor was opened on the computer / analog board and there were broken solder connection at high-voltage capacitor c22 on the defibrillator board. The cause of the inability to complete testing is the open resistor. The cause of the open resistor is excessive current. The cause of the excessive current is the broken solder connections at the c22 capacitor. The root cause of the broken solder connections is mechanical shock from physical impact. No adverse event resulted from the defective monitor.

Event description:
A zoll distributor returned a monitor indicating that it could not complete testing.